Manufacturer narrative:
(B)(4). It was reported that the patient underwent incisional hernia repair procedure on (B)(6) 2015 after laparotomy of the upper abdomen following operation for a pseudocyst at the pancreas. The mesh was implanted as a sublay. It was reported that the patient experienced a recurrence with significant bulging of the abdominal wall above the umbilicus with local discomfort. The patient underwent removal of the mesh on (B)(6 )2015. Actual explanted device was returned for evaluation. Visual inspection was performed and the explanted sample shows the mesh completely embedded in tissue. No mesh or margin of the mesh was visible due to the strong ingrowing into the tissue. The cause for the described breakage of the mesh could not be determined at the returned mesh piece as it was completely embedded in tissue. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure and mesh was implanted. During a second unknown procedure, the mesh was found torn in several places and was removed. Additional information was requested.